Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to clinic for routine outpatient monitoring of his labs and it was noted that the patient's hemoglobin was drifting down and it was less than 8 g/dl with worsening melena and he was sent to the emergency room for admission and follow up. The patient was hospitalized and given a blood transfusion.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that in patient follow up the patient received 1 unit of packed red blood cells. Gi was consulted. The patient had an single balloon assisted enteroscopy (sbe) done and 3 arteriovenous malformation (3avm) were found and cauterized. Hemoglobin/hematocrit improved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.